Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error. It was stated that the device was exposed to a MRI. Troubleshooting was performed. It was stated that the settings on the device were cleared. Ran a displacement test and the insulin pump failed the test. No further info was provided.